Event description:
It was reported there was a motor stall ((B)(6) 2014 18:11) and critical alarm. A motor stall was recorded ((B)(6) 2014 14:44). A replacement had been scheduled at the date of initial report, but further information reported the replacement was canceled due to pump recovery. The patient had increased spasticity and later reported, the patient's health was "good right now". The pump was used to deliver lioresal (baclofen), and the patient had taken oral lioresal while the pump was stalled.

Event description:
Additional information received reported the pump was replaced on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was the pump was alarming with a critical alarm. The pump had stalled, again. Logs showed an alternation between motor stalled and restarted. The pump would be explanted "next week" as of (B)(6) 2014 when "the patient will be cured of a respiratory infection".

Manufacturer narrative:
(B)(4).

Event description:
Pump logs were received. A "stopped pump duration may exceed 'tube set'" error code was observed twice.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found the pump motor stall was due to a coil shorting to the case.